Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: duraloc liner exchange revision. Due to polyethylene liner wear. The patient was getting an ache laterally when walking. The cup was well fixed. There was an issue with range of motion at the end point of range causing pain. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however nothing indicative of a device nonconformance was identified at the dur dynamic lock ring 56 or 68. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the dur dynamic lock ring 56 or 68 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the cup was well-fixed and not revised.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: duraloc liner exchange revision. Due to polyethylene liner wear. The patient was getting an ache laterally when walking. The cup was well fixed. There was an issue with range of motion at the end point of range causing pain. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment img_7330.jpg, img_7331.jpg and img_7332.jpg. The photographs attached were reviewed, however nothing indicative of a device nonconformance was identified at the dur dynamic lock ring 56 or 68. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the dur dynamic lock ring 56 or 68 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: b5, d10 (concomitant).

Event description:
Additional information received states that the cup was well-fixed and not revised.

Event description:
Duraloc liner exchange revision. Due to polyethylene liner wear. The patient was getting an ache laterally when walking. The cup was well fixed. There was an issue with range of motion at the end point of range causing pain. A 56 aml 100 series cup was in place with a locking ring and a 56mm 10 deg lipped liner. The stem was not a depuy stem. The head was also exchanged. Exact original date of implantation is unknown - it was done 28 years ago.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.